Event description:
It was reported "sound alarm sometimes without cause". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.